Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred and product sterility was compromised. A 2.50 x 28 synergy drug-eluting stent was found to be damaged on delivery to the facility and sterility may have been compromised. There was no patient involvement.